Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the received pfna nail is broken into two pieces at the shaft close to the head section. Otherwise no other significant damages were found besides of slight scratches. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the outer and inner diameter of the shaft (near to breakage point) was measured and found to meet the specifications per relevant drawings. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material titanium alloy (tial6nb7) was used according iso 5832-11. The broken surface is homogenous what indicates material conformity as well. Summary: the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This findings let us exclude a manufacturing related issue. Based on the provided information we assume that during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the nail, blade and two locking bolts were removed successfully on (B)(6) 2020. No fragments were generated from the broken nail. It was removed completely and doesn't need further intervention. The patient was recovering well considering the age. Concomitant device reported: pfna blade (part# 04.027.036 , lot# l790597 , quantity# 1); locking screw (part# unknown, lot# unknown, quantity# 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, over a year after implantation on an unknown date, a proximal femoral fracture nail broke below the junction of the proximal and distal segment. This occurred after the primary operation and rehabilitation were completed successfully. Concomitant device reported: unknown pfna blade (part # 60026320, lot # l7287760, quantity # 1); unknown pfna end cap (part # unknown, lot # unknown, quantity # 1); unknown locking screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) pfna 10 long r 130 l380 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The breakage of the nail could be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part number: 472.295s, lot number: 1l62752, manufacturing site: bettlach, release to warehouse date: 04. Oct. 2018, expiry date: 01. Oct. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. D10: device was not physically received; device was evaluated based on x-rays device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.